Manufacturer narrative:
Gehc recommended replacement of the anesthesia control board. No report of patient involvement.

Event description:
The hospital reported the unit had a system failure during boot-up. There was no report of patient involvement.